Manufacturer narrative:
Combination product: yes. (B)(6) 2025 update: the procedure has been performed and the lead has been extracted. No extraction tools were needed since the lead came out easily by pulling. Externalization of the inner coil lead could be observed. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 52.5 cm distal to the df4 connector pin. In this region the conductor cable leading to the ring electrode was found exposed. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the rv shock coil and fixation helix were found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Shock impedance out of range was reported. The lead will be extracted.

Manufacturer narrative:
Combination product: yes.-

Event description:
Shock impedance out of range was reported. The lead will be extracted.